Event description:
On (B)(6) 2023, a patient in romania underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient showed peristomal irritation, widening of the gastrostomy and abundant gastric discharge. On (B)(6) 2023, the patient started clindamycin 600 mg three times a day and was scheduled to replace the peg with a 20fr.

Manufacturer narrative:
Reference number (B)(4). Catalog number in report is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.